Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 degenerative mitral regurgitation (mr) and an anterior flail for a mitraclip procedure. One clip was implanted. The final mr grade was <1. On (B)(6) 2024 a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The patient's mr rose to 3+. The patient was scheduled for a second mitraclip procedure on (B)(6) 2024 to stabilize the first clip, however, the procedure was postponed due to the patient developing a fever. Per the physician the fever was a result of the flu and was unrelated to the clip, procedure, and slda. A second clip intervention was scheduled for the new year.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 degenerative mitral regurgitation (mr) and an anterior flail for a mitraclip procedure. One clip was implanted. The final mr grade was <1. On (B)(6) 2024 a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The patient's mr rose to 3+. The patient was scheduled for a second mitraclip procedure on (B)(6) 2024 to stabilize the first clip, however, the procedure was postponed due to the patient developing a fever. Per the physician the fever was a result of the flu and was unrelated to the clip, procedure, and slda. On (B)(6) 2025, a second mitraclip procedure was performed. The patient's pre-procedural mr was grade 4. One clip was implanted medial to the first clip. The patient's final mr grade was 1.